Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 05/31/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also experiencing pain. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 06/16/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical der states patient was revised to address patella loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided product and lot combinations found additional reports. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot numbers. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.